Manufacturer narrative:
Four patient samples tested for ft3 were investigated further. For patient samples (B)(6) an interferent against a component of the reagent was confirmed. This most likely caused the high ft4 ii and ft3 results. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." An interfering factor was not identified for patient sample (B)(6). The incidence rate of the identified interfering factor is monitored on a quarterly basis. Patient sample (B)(6) with a high ft3 result was not requested for further investigation. A specific root cause for the high ft3 result for patient (B)(6) was not identified. Additional information related to pre-analytical handling and system information was not provided, therefore, the investigation for this patient's results could not be completed. Possible root causes for the high ft3 result for patient (B)(6) may be due to incorrect preparation of the sample leading to temporary clots/fibrin filaments or reagent specific causes such as bubbles/foam on the reagent surface or the system reagents.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results from 5 patient samples tested for thyrotropin (tsh), elecsys ft4 ii assay (ft4 ii) and elecsys ft3 (ft3) on a cobas 8000 e 602 module. The customer provided 5 patient samples for investigation. Of the data provided, erroneous ft4 ii and ft3 results were identified between the customer's e602 module, a cobas 6000 e 601 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if erroneous results were reported outside of the laboratory. This medwatch will cover ft3. Refer to medwatch with a1 patient identifier (B)(6) for information on the ft4 ii erroneous results. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 iii reagent lot number used with the e601 module at the investigation site was 227001 with an expiration date of 01-mar-2018. The ft3 iii reagent lot number used with the e411 analyzer at the investigation site was 2203102 with an expiration date of 01-dec-2017. The serial number for the customer's e602 module is not known.